Event description:
It was reported that there was diaphragmatic stimulation noted one day post implant on the left ventricular lead. Reprogramming the lead has resolved the diaphragmatic pacing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.